Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 03-jun-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 500mcg/ml at 50mcg/day via an implantable pump. The patient¿s medical history included cerebral palsy. It was reported the physician received imaging during pre-op for routine intrathecal baclofen pump replacement. The physician noticed broken catheter at proximally anchored site. No adverse symptoms were reported from the patient. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was diagnostic imaging done prior to surgery. The actions and interventions taken to resolve the issue was they removed the catheter portion where exited the intrathecal space. Partial catheter remained in intrathecal space per best clinical judgement of physician. A new catheter was inserted into the intrathecal space and connected to a new pump at time of surgery. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.